Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown literature events: author: takashi makino1, takuma matsumura2, masakazu kono2, yoichi anami1 title: can a staplingdevice with bioabsorbable polyglycolic acid felt reduce intraoperative air leak?: takashi makino, 2024, journal of thoracic disease. Source: : https://dx.doi.org/10.21037/jtd-23-1352 submitted sep 01, 2023. Accepted for publication dec 08, 2023. Published online feb 22, 2024. Doi: 10.21037/jtd-23-1352 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study investigated whether staplers with bioabsorbable pga felt reduced intraoperative air leakage compared to the conventional stapler in patients undergoing lung resection between 2013 and 2021. There were 211 patients in the study and endo gia reinforced reload with tri-staple was used in 88 patients and endo gia without a reinforced reload was used in 123 patients. The pga felt was lubricated when the pga felt staplers were used. The sealing test was performed by maintaining an airway pressure of 15¿20 cm h2o after the collapse was fully dilated. If an intraoperative air leak was observed, additional procedures, including fibrin glue application or spray, simple suture closure, or mattress suture closure were performed. Complications included bleeding and air leaks. Extended drainage and hospital stay were reported. The staplers with pga felt was associated with a significantly lower intraoperative air leakage rate and prolonged air leak rate than the conventional staplers.